Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the prime test due to a motor with a high current draw. The insulin pump passed the rewind, basic occlusion test and displacement test. No rewind anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.